Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line (gl) broke. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 5. After clip deployment, the gripper line appeared longer than usual. The physician pulled on the gripper line and it separated into two pieces. Part of the gripper line remained in the patient, but the physician simply removed it. No resistance was noted while removing the gripper line. Difficulty was met visualizing the leaflet insertion of the second clip due to the rotated heart; however the clip was successfully implanted, reducing the mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported gripper line break appears to be due to patient morphology/pathology (rotated heart). A definitive cause for the reported physical property issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.